Manufacturer narrative:
All of the buttons functioned properly, however, corroded keypad traces were found. There was no button error alarm during testing. The unit had a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 400 mg/dl. The customer did not recall any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.